Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown 56mm dual geometry acetabular component. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
Patient had tha approximately 12 years ago. Patient fell at home and when admitted at hospital the hip appeared dislocated and the cup appeared to have shifted. The patient is being revised with stryker head and zimmer acetabular components. Surgeon was notified that this is a off label.